Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("perforation of the essu"), device dislocation ("essure was misplacced") and device breakage ("retained essure fragments") in a 49 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of cesarean section, migraine, headache, parity 1, gravida I and pain in hip. As concurrent condition the report mentioned back pain. On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced uterine perforation (seriousness criterion intervention required), device dislocation (seriousness criterion intervention required) and device breakage (seriousness criterion intervention required). The patient was treated with surgery (bilateral salpingectomy & total hysterectomy and laparoscopic salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered device breakage, device dislocation and uterine perforation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] in 2019: showed fragments of essure coil retained in the bilateral uterine cornea. [Hysterosalpingogram] on (B)(6) 2016: malposition of r. Essure device with free spill of contrast into the peritoneal cavity, [ultrasound scan vagina] in 2021: showed retained coils, with possible extra-uterine coil; (date unknown): vaginal scanning was done for improved detail. The uterus measures 6.8 x 3.4 x 4.5 cm. There are a few nabothian cysts. The endometrium measures 2 mm in thickness. There is a cystic area within or adjacent to the endometrial canal which measures 0.8 x 1.0 x 0.9 cm. The left ovary was obscured. The right ovary measures 1.7 x 2.6 x echotexture. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 12-oct-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removed") in an adult female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2016, the patient had essure inserted. In (B)(6) 2021, she underwent medical device removal (seriousness criterion intervention required). Essure was removed on an unknown day of the same month. The patient was treated with surgery (essure removal). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 24-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("perforation of the essure"), device dislocation ("essure was misplaced") and device breakage ("retained essure fragments") in a 49 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of cesarean section, migraine, headache, parity 1, gravida I and pain in hip. As concurrent condition the report mentioned back pain. On (B)(6) 2016, the patient had essure inserted. At an unknown time, she experienced uterine perforation (seriousness criterion intervention required), device dislocation (seriousness criterion intervention required) and device breakage (seriousness criterion intervention required). The patient was treated with surgery (bilateral salpingectomy & total hysterectomy and laparoscopic salpingectomy). At the time of the report, the outcomes for these events were unknown. Essure was removed on (B)(6) 2021. The reporter considered device breakage, device dislocation and uterine perforation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] in 2019: showed fragments of essure coil retained in the bilateral uterine cornea [hysterosalpingogram] on (B)(6) 2016: malposition of r essure device with free spill of contrast into the peritoneal cavity, [ultrasound scan vagina] in 2021: showed retained coils, with possible extra-uterine coil; (date unknown): vaginal scanning was done for improved detail. The uterus measures 6.8 x 3.4 x 4.5 cm. There are a few nabothian cysts. The endometrium measures 2 mm in thickness. There is a cystic area within or adjacent to the endometrial canal which measures 0.8 x 1.0 x 0.9 cm. The left ovary was obscured. The right ovary measures 1.7 x 2.6 x echotexture. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 11-sep-2023: medical record received. Event medical device removal is replaced with device dislocation. Event uterine perforation & device breakage added. Lab data , concomitant conditions, medical history added. Product, patient & reporter information added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removed") in an adult female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2016, the patient had essure inserted. In (B)(6) 2021 she underwent medical device removal (seriousness criterion intervention required) by surgery (essure removal). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.